Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2015 due to pain. The acetabular cup and modular head were replaced with another cup and a constrained liner and head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain."